Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was microscopically and visually examined. The hypotube of the device had numerous kinks. There was a separation 49.1cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, and there was blood and contrast present in the folds. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00mm x 20mm nc emerge balloon catheter was advanced for post-dilation. However, it was noted that the shaft was fractured. The device was removed fractured and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00mm x 20mm nc emerge balloon catheter was advanced for post-dilation. However, it was noted that the shaft was fractured. The device was removed fractured and the procedure was completed with another of the same device. No patient complications were reported.